Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported migration appears to be related to patient anatomy, per case details. The reported unexpected medical interventions and surgery were the result of case-specific circumstances. The reported improper or incorrect procedure or method is related to the user snaring the valve. This deviation from the IFU was done for treatment of the migration and did not cause or contribute to any issues. Therefore, a letter will not be sent to address the deviation from the IFU. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 25 navitor vision valve was selected for implant on (B)(6) 2025 using a small flexnav delivery system. The patient's native valve was measured under the following: 70.4mm perimeter, 376.5mm^2 area, and 70.1mm left ventricle outflow tract (lvot) perimeter. A pre-balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. The patient only had calcium in the left side of the lvot and minimal leaflet and annular calcium. The patient's aortic valve angle was 40 degrees. The starting implant depth was 2mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Upon release of the valve from the delivery cable, the valve migrated above the annulus. The valve was snared and then moved above the coronary arteries with a 26mm non-abbott balloon. A new non-abbot valve was implanted valve-in-valve. Per the physician the device migration was due to patient anatomy. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Event description:
It was reported that a 25 navitor vision valve was selected for implant on (B)(6) 2025 using a small flexnav delivery system. The patient's native valve was measured under the following: 70.4mm perimeter, 376.5mm^2 area, and 70.1mm left ventricle outflow tract (lvot) perimeter. A pre-balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. The patient only had calcium in the left side of the lvot and minimal leaflet and annular calcium. The patient's aortic valve angle was 40 degrees. The starting implant depth was 2mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Upon release of the valve from the delivery cable, the valve migrated above the annulus. The valve was snared and moved with a 26mm non-abbott balloon. A new non-abbot valve was implanted valve-in-valve. Per the physician the device migration was due to patient anatomy. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.